Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (defective response button) has been confirmed. The rear response button was found to be defective. The cause of the defective response button was due to corrosion on the connector and flex connector. The root cause of the corrosion cannot be positively identified, but was likely due to liquid ingress. No adverse event resulted from the defective response button. The patient was issued a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that the response buttons on her monitor were not working. The patient was issued a replacement monitor.